Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r0206458) presented no issues during the manufacturing process that can be related to the reported event. The expiration date of the device is (B)(6) 2009. Patient code was used as there are no codes for 'venous insufficiency' or 'venous stasis'. Additional information is pending and will be submitted within 30 days upon receipt. This report is a follow up report to MFR number 9616099-2016-00577 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, resulting venous insufficiency and venous ulcers. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the filter was unable to be retrieved although there have been no attempts to remove the filter and that the patient had leg edema and venous stasis. The patient also reports to be suffering from ivc thrombosis, venous hypertension, and leg pain. Per the medical record, the filter was originally placed as the patient had dvt. The patient also had a history of large saddle embolus to pulmonary arteries. The filter was successfully deployed during the index procedure and there were no reported complications.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The indication for the implant was deep vein thrombosis(dvt) and a history of large saddle embolus to the pulmonary arteries. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, resulting venous insufficiency and venous ulcers. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Information contained in the medical record indicated that the filter was unable to be retrieved although there have been no attempts to remove the filter. The record also indicated that the patient had leg edema and venous stasis. The patient also reports to be suffering from inferior vena cava thrombosis, venous hypertension, and leg pain. The filter was successfully deployed during the index procedure and there were no reported complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ¿filter embedded in wall of the ivc¿ and retrieval difficulty, could not be confirmed and could not be further clarified at this time. The reported event notes implantation of the filter on or about november 2006; however, the attempted retrieval date or an actual attempt at retrieval, is unknown at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Leg pain and venous stasis do not represent a device malfunction. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.